Event description:
It was reported that during the attempt to remove the protective sheath of the balloon, the stent dislodged inside the sheath. The device was not used on the patient. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this type of event is not the result of a product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. The returned goods lab analysis noted blood on the shaft and on the hypotube, which is consistent with handling. There was no contrast visible. The undamaged stent implant was dislodged from the tightly folded balloon, and was returned inside the flared portion of the protective sheath, thus confirming the incident. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The stent implant outer diameters and the inner diameter of the protective sheath met manufacturing specification. It is possible that pressure was inadvertently applied during removal of the protective sheath, such that the stent became disrupted on the balloon and dislodged as a result; however, this could not be confirmed. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.